Event description:
It was reported that in preparation for an unrelated procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be at end of life due to suspected premature battery depletion. This device was subsequently explanted and replaced. This device was disposed at the healthcare facility, therefore is not expected to be returned for analysis. No additional adverse patient effects were reported.